Event description:
Boston scientific received information that the patient with this pacemaker was in the hospital and symptomatic. The field representative faxed a electrogram strip to technical services for review. The technical service consultant noted either competitive intrinsic and paced rates or over sensing. Some intrinsic beats were falling within the blanking period. The consultant stated that they could not be sure without additional information. No additional information was received from the field representative.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.